Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR could not be reviewed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device anchor did not deploy outside of the sheath. The anchor did not come out during the deployment or set. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The procedure was successful. It was reported that other devices or equipment used with the reported product was not applicable. Additional information was received on 06aug2021. A 6fr sheath was used. An angiogram was performed. Hemostasis was achieved by manual compression. Blood loss was less than 200cc. There was no noticeable damage noticed on the device.